Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked, and attempting to push air/medication through caused the needle to separate from the syringe. This occurred 4 times during use. The following information was provided by the initial reporter, translated from (B)(6): "needle is clogged. Used during surgical procedure for lidocaine anesthesia injection. Reports that the needle is clogged, and every time she pushes the plunger to eject air/medication, the needle detaches from the luer because the air/medication cannot come out (obs.: possible needle hub damaged?)."

Manufacturer narrative:
H6: investigation summary: photos of the packaging were provided to our quality team for evaluation. Based on those photos alone, the needle being clogged could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As a physical sample was not provided, a root cause could not be determined.

Event description:
It was reported that the bd precisionglide¿ needle was blocked, and attempting to push air/medication through caused the needle to separate from the syringe. This occurred 4 times during use. The following information was provided by the initial reporter, translated from portuguese: "needle is clogged. Used during surgical procedure for lidocaine anesthesia injection. Reports that the needle is clogged, and every time she pushes the plunger to eject air/medication, the needle detaches from the luer because the air/medication cannot come out (obs.: possible needle hub damaged?)."